Event description:
A healthcare facility in china reported that a mr290vx vented autofeed humidification chamber was found leaking water during patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr290vx vented autofeed humidification chamber was not returned to fisher & paykel healthcare for evaluation. Our investigation is therefore based on the information provided by the customer, and our knowledge of the product. Results: the healthcare facility reported that the mr290vx vented autofeed humidification chamber of the rt380 adult dual heated evaqua2 breathing circuit was found leaking water before patient use. It was further reported that the water feedset tube was broken. Conclusion: without the complaint device, we are unable to determine what had caused the reported event. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290 chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290vx vented autofeed humidification chamber state the following: "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.".

Event description:
A healthcare facility in china reported that a mr290vx vented autofeed humidification chamber was found leaking water before patient use. There was no patient involvement.